Event description:
Reporter indicated that pt fell down a flight of stairs and was hospitalized. Brain surgery was performed to remove blood from the brain, but pt hemorrhaged into the left lobe of their brain and was on a ventilator. It was later confirmed that pt had passed away as a result of their injuries from the fall.